Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that the devices touchscreen malfunctioned. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The authorized service provider (asp) evaluated the device and confirmed that the touchscreen fails, and restarting it is ineffective. It is recommended to replace the touchscreen. Per good faith effort (gfe) response, it was confirmed that after the customer calibrated the touchscreen, the device returned to normal operation. No further information was obtained. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices touchscreen malfunctioned. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The authorized service provider (asp) evaluated the device and confirmed that the touchscreen fails, and restarting it is ineffective. It is recommended to replace the touchscreen. Investigation ongoing.

Manufacturer narrative:
(B)(6).